Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases, two side bail covers and the ring cover were broken, that the battery contacts were compressed, one side bail and the ring were missing and the liquid crystal display was missing segments. (B)(4).